Event description:
It was reported to st jude medical that during follow-up on 03/20/2000, an extended charge time of more than 30 seconds was observed. The decision was made to explant the device in 2000.